Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a tooth that is moving out of the jaw bone in the wrong direction. The tooth on the bottom has been pulled upward, is higher than the rest and the root has been pull up. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.